Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was reported as due to urine infection. A preexisting urinary tract infection is unlikely related to the use of the baxter pd therapeutic system and unlikely to represent a direct cause of the peritonitis event. The patient was not hospitalized for the event. On the same day as event onset, the patient began treatment with intraperitoneal (ip) injection vancomycin (1 gram, once a day) and ip injection fortum (1 gram, every fifth day) for the event of peritonitis. Treatment with vancomycin and fortum was ongoing. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Correction, describe event or problem: the patient was treated with intraperitoneal (ip) injection of vancomycin (1 gm every fifth day) and ip injection of fortum (1 gm daily), previously reported as (ip) injection of vancomycin (1 gram, once a day) and ip injection of fortum (1 gram, every fifth day). Upon follow up it was reported that antibiotic therapy was discontinued 39 days after antibiotic initiation. The following day dianeal therapies were discontinued (previously ongoing), the pd catheter was removed and the patient was moved to hemodialysis. At the time of this report the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.